Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and battery out limit and the pump has a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarmed after a new battery was installed. Customer was advised that a new battery replacement cap will be shipped and to call back if this does not resolve the issue.